Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Technical services (ts) was contacted, and ts discussed patient activities before the shock. It was noted the electrode had to be revised in the past, and the patient was programmed to the alternative vector when the inappropriate shock was delivered. In clinic testing could not reproduce the aforementioned observations. The s-ICD system remains in service. No adverse patient effects were reported.